Event description:
The report received from the affiliate indicated that during a neurovascular procedure, the trufill orbit mini complex fill 2.5 x 3.5 coil was noted to be stretched. There was no reported patient injury. The physician used another coil to complete the procedure successfully. The target lesion was an anterior communication aneurysm (ana). The lesion measurements were reported to be normal. An sl10 microcatheter was used for the procedure. There were no reported product issues or loss of target lesion as a result of the product issue. An adequate continuous flush was maintained to the microcatheter at all times. The complaint product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The coil was successfully removed from the patient and was still attached to the delivery system.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during a neurovascular procedure, the trufill orbit mini complex fill 2.5 x 3.5 coil was noted to be stretched. The coil was successfully removed from the patient and was still attached to the delivery system. There was no reported patient injury. The physician used another coil to complete the procedure successfully. The target lesion was an anterior communication aneurysm. The lesion measurements were reported to be normal. An sl10 microcatheter was used for the procedure. There were no reported product issues or loss of target lesion position as a result of the product issue. An adequate continuous flush was maintained to the microcatheter at all times. The complaint product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No further clinical or procedural information is available. The product was returned for inspection. A non-sterile orbit mini complex fill2.5x3.5 was received coiled inside of a plastic bag. The hypotube was inspected and kink was noted at 71cm from hub. The introducer was not received for evaluation. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the gripper. The gripper and embolic coil were inspected under microscope; the gripper was found without damage, and the embolic coil was found stretched and it was still attached to the griper. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint the reported stretched coil was confirmed. The root cause of the reported event and damages found on the device could not be conclusively determined. Based on the limited clinical/procedural information, no conclusion can be made regarding factors possibly contributing to the event. Neither the analysis nor the DHR suggest a relationship to the manufacturing process. Additionally inspections are in place to prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time.